Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis found the device to be at end of life. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947-65 implantable tachy lead: (B)(6) 2002. 5076-52 implantable pacing lead: (B)(6) 2002. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 80% of expected longevity was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.